Event description:
The customer reported there was an obstruction in the cassette that distorted the tubing which built up the pressure in the line and would not allow the feeding set to be released from the patient. The paramedics were called and they cut the tubing. The patient's g/j-tube was damaged and will be replaced. When asked what the obstruction was, she said it was an air bubble. The air bubble distorted and expanded the tubing in the cassette, creating pressure. The customer stated she was putting the formula in the bag, removing all the air from the bag, and sealing. They were using premixed formula: osmolite 1.5. She lets the formula sit for half an hour before priming the unit. She was sucking the air out of the bag and sealing it.

Manufacturer narrative:
The device history record could not be reviewed because the lot number and product were unknown. No sample was received for evaluation; therefore, a root cause could not be determined. An investigation was conducted with the cross-functional team and found process and controls were followed correctly. To raise awareness, manufacturing personnel were notified of the reported complaint. We will continue to monitor and take action as applicable.